Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported MRI compatibility guidelines were requested for a procedure unrelated to patient¿s device or therapy. It was reported the patient¿s device "doesn't work anymore and is expired so he is getting it replaced at some point." The hcp wanted to know if she can scan the patient. The patient¿s controller is also dead, but it is not known if she was referring to the ins recharger or the patient programmer. The caller was redirected to follow-up with the patient¿s managing hcp. No further complications were reported/anticipated. No patient symptoms were reported.